Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure, the grounding pad on the vsp550 had an issue, and there was a spark on the v-cutter shaft. Some of the plastic on the unit was noted to be melted. There were no observed missing parts of the v-cutter. There was an estimated 100ml blood loss. The operation was completed successfully after a replacement vsp was opened. It was noted that the operator of the device is more familiar with the mcvs500 (which is powered with 18 watts). The vsp550 requires a lower wattage (10 watts). A 100ml blood loss. Product was changed out. Surgery was successfully completed.